Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) undersense a premature ventricular contraction (pvc), leading into overpacing into a t wave. Subsequently the overpacing induced the patient into a ventricular arrhythmia, which the device successfully detected and delivered of a 41 j shock. Technical services discussed programming optimization. At this time, this ICD remains in service and there were no additional adverse patient effects reported.